Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity and moderate calcification, a 2.5x20 rx trek dilatation catheter was advanced without resistance and pressurized for pre-dilatation; however, the balloon did not inflate at all. Reportedly, it is unknown if a balloon rupture or shaft leakage occurred. The dilatation catheter was withdrawn without resistance and a xience prime stent was successfully deployed without pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.